Event description:
A nurse reported that during phacoemulsification, the reflux was not working. The surgeon could not dislodge the material in the tip and the posterior capsule tore. A vitrectomy was performed. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).